Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter following a right direct inguinal procedure the patient felt like there was razor blades in his groin and that the patient felt like a flammable liquid lit on fire. The patient currently spends the time bedridden and needs a cane to get around.